Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent damage was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to calcification in the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, heavily calcified left anterior descending coronary artery. A 3.50 x 38 mm xience alpine stent delivery system (sds) was advanced to the lesion and would not cross due to the anatomy. Resistance was felt while removing the sds from the anatomy and upon removal; the struts of the stent implant were found to be damaged. The procedure was completed with the successful implantation of a non-abbott stent implant. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.